Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that before the vitrectomy retinal surgery an ophthalmic operating console froze with no system message. An alternate operating console was obtained in order to complete the surgery. There was no harm to the patient.

Manufacturer narrative:
The company service representative examined the system. And replicated the reported event. The nonconforming supervisor printed circuit board (pcb) was replaced to resolve the issue. The system was then tested and met all product specifications. The system manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the nonconforming supervisor printed circuit board (pcb). Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).